Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, the patient presented at routine follow-up with a migrated (by 20mm) proximal stent graft extension and a type 3b endoleak of the bifurcated stent graft. A re-intervention was performed. The physician elected to reline the original implanted devices with ovation ix abdominal stent graft system (one main body and 4 iliac limbs) to resolve this event. The patient was reported as doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the migration of 13.1mm of the suprarenal stent and the type iiib endoleak of the distal bifurcated stent graft were confirmed, is confirmed. The type iiib endoleak was present at the 1 day post index procedure, suggesting an intraoperative failure/user error. The concomitant use of a non endologix stent in the left common iliac artery placed sometime between the event and the index procedure, could have contributed to this event (off label use). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: device remove code 3190. H6: result remove code 3233. H6: conclusion remove code 11.